Event description:
It was reported that pump screen showed spiderweb cracks behind touchscreen that affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.